Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending artery. The 3.50mm x 15mm nc emerge balloon ruptured while in use. It was noted that a portion of the balloon was unable to be retrieved from the patient's body.